Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they went hospital due to high blood glucose of 1000 mg/dl and diabetic ketoacidosis on (B)(6) 2018. Customer had symptoms such as throwing up. The customer was not sure that they were wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.